Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of 050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device defation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening on valve bond edge assessed as an unidentified (tear) opening and one opening on anterior assessed as surgical damage. Additional observations: crease flat observed on the surface of the shell.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.